Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the organon follistim pen 2nd gen pen ii was unable to deliver medication and difficult to operate or not working/functioning during use. The following information was provided by the initial reporter: the consumer reported she had a defective follistim pen described as the button would not depress which resulted in misuse of the defective product on (B)(6) 2019 and a missed dose on (B)(6) 2019. The consumer reported this was her first time using the follistim pen and once she inserted the needle and tried to press the button it was just stuck and the button would not move. The consumer reported she dialed the dose down to zero while the needle was still inserted and she believes the medicine was delivered by dialing down to zero, but not in the way it was supposed to deliver it. The consumer reported she missed her dose on (B)(6) 2019 because she did not feel confident using the defective pen again. The consumer reported she took the pen to her clinic and staff confirmed the pen was defective and gave her a new one. The consumer reported this has caused a lot of stress for her and she had to make a special trip to her provider to get a new pen.

Event description:
It was reported that the organon follistim pen 2nd gen pen ii was unable to deliver medication and difficult to operate or not working/functioning during use. The following information was provided by the initial reporter: the consumer reported she had a defective follistim pen described as the button would not depress which resulted in misuse of the defective product on (B)(6) 2019 and a missed dose on (B)(6) 2019. The consumer reported this was her first time using the follistim pen and once she inserted the needle and tried to press the button it was just stuck and the button would not move. The consumer reported she dialed the dose down to zero while the needle was still inserted and she believes the medicine was delivered by dialing down to zero, but not in the way it was supposed to deliver it. The consumer reported she missed her dose on (B)(6) 2019 because she did not feel confident using the defective pen again. The consumer reported she took the pen to her clinic and staff confirmed the pen was defective and gave her a new one. The consumer reported this has caused a lot of stress for her and she had to make a special trip to her provider to get a new pen.

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. H3 other text : see h.10.